Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every four days. Instructed the customer to change the infusion set every two to three days. The settings on the insulin pump were correct. Ran a fixed prime test and the insulin exited. The customer stated that he reuses the reservoirs and infusion sets. Explained the customer that reusing the supplies can lead to clogs and alarms. The customer also stated getting no delivery alarms before his admission. Advised the customer that a high pressure test should be performed to ensure the insulin pump is alarming within the appropriate time, and call us back with any questions or concerns. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.